Event description:
Deformity treatment pectus carinatum, more details (symmetric/asymmetric) are not available. Patient = male, born (B)(6) 1996. Operation date: (B)(6) 2011. Stratos bar (B)(4) broken in the middle. Date of breakage not detectable, explantation (B)(6) 2014. Products available for inspection: according to information product is available for inspection.

Manufacturer narrative:
Pectus carinatum (pc) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pc is the use of 3 bridges. The reoperation (explanation) was performed 32 months after implantation. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the patient is mandatory. It is recommended to see each patient in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection.